Event description:
It was reported that this right ventricular (rv) lead was presenting loss of capture; therefore a new pace lead was added and the right ventricular (rv) lead sense portion was left capped. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was presenting loss of capture; therefore a new pace lead was added and the right ventricular (rv) lead sense portion was left capped. No additional information is available at the moment. No additional adverse patient effects were reported. The complaint device was not returned to bsc as it was surgically abandoned, product analysis could not be performed.